Event description:
Related manufacturer reference number: 2017865-2021-32925. It was reported that the patient presented to the hospital on (B)(6) 2021 for a follow-up. Upon examination, it was noted that there was over-sensing due to noise on the right atrial (ra) lead, which was reproduced in clinic and under-sensing on the right ventricular (rv) lead. The physician extracted and replaced the ra lead, rv lead and the device on (B)(6) 2021. The patient was in stable condition.